Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to (B)(6) and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested, but not made available. The results of the investigation indicate that the exact root cause of the reported event could not be determined with the limited information provided. The product experience reporting database (2004 - present) shows that there have been no any other reported events regarding the scorpio recessed metal backed patella, catalog # 3045-0032, for all lots.

Event description:
It was reported: "patient presented to surgeon with anterior knee pain, patella explanted minimal bone on growth noted. Patella revised to an all poly patella."